Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and was on long term intravenous antibiotic treatment. The source of the infection is not known, the device pocket was clear, the implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.